Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer continued to use the existing cartridge. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.